Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the device because it was not returned for evaluation. Potential causes for this type of event as observed in past incidents may include improper or inadequate crimping at the time of manufacture, positive pressure during prep, or forced sheath removal. Unfortunately, without the device to examine, no determination can be made as to the root cause of the reported stent dislodgement.

Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to patient injury previously. Device issue: stent dislodgement. It was reported that while removing the protective sheath of the stent, the stent dislodged from the balloon. There was no patient involvement. No additional event or patient information is available.